Event description:
It was reported that during a craniectomy procedure, the bur broke after overheating and injured the surgeon's face. It was also reported that the operating field was resterilized and that the surgeon experienced facial pain and blood exposure. A delay of 1 hour was further reported. The procedure was completed successfully; no adverse consequences or medical intervention for the patient nor surgeon were reported.

Manufacturer narrative:
The gtin is unknown, as the product is unknown.